Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item : pt-113950 lot # : 799330 item name: pt hybrid glen post regenerex item : 113632 lot # : 898030 item name: comp primary stem 12mm mini item : 113042 lot # : 845780 item name: versa-dial 46x18x53 hum head item : 113952 lot # : 332180 item name: sm hybrid glenoid base 4mm. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient was revised due to a crack in an unknown implant. There was harm or injury to patient as the patient had to underwent a revision due to the cracked implant and subsequent pain. There was no reported contributing conditions related to the event. Due diligence is complete. No additional information is available.

Event description:
It was reported that the patient was revised due to pain and aseptic implant loosening. Intraoperatively, metallosis and poly wear were noted as well as a broken ingrowth peg and fractured glenoid. Revision to a reverse total shoulder was successfully completed with no additional complications noted, further details have not been provided at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: a1, b4, b5, e1, e2, e3, g1, g2, g3, g6, h2, h6, h11. D10 narrative: item : pt-113950 lot # : 799330 item name: pt hybrid glen post regenerex item : 113632 lot # : 898030 item name: comp primary stem 12mm mini item : 113042 lot # : 845780 item name: versa-dial 46x18x53 hum head item : 113952 lot # : 332180 item name: sm hybrid glenoid base 4mm the product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.